Event description:
The customer reported that while the iabp was in use on a pt during transport, the iabp lost battery power and shutdown after approximately 50 minutes. The iabp was plugged into an inverter on the helicopter and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the batteries (part number 0146-00-0039). In an unrelated repair, the ECG pt cable was replaced, along with the ECG snap lead wires. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).